Manufacturer narrative:
A steris service technician inspected the unit and found that the hose clamp required replacement. The technician replaced the hose clamp, performed diagnostic cycles and returned the unit to service; no further issues have been reported.

Event description:
The user facility reported that a system 1e hose had loosened subsequently allowing water to leak onto the floor. No injuries or procedural delays/cancellations were reported.